Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an accuracy issue. This pir originated from a review conducted by the local team of the case in question. No customer complaint was received, and no patient impact was identified. All pedicle screws were deemed clinically acceptable, and the patient remained in good condition. The surgery was performed in two segments: 1st segment: t11-l3 and 2nd segment: t7-t10. The most noticeable deviations observed (in the axial plane) were +/- 1.7 millimeters (mm) at l3 left and l3 right, and +/- 2.7 mm at t11 left. Other deviations included t7 left screw deviation of +/- 0.3 mm relative to the planned trajectory, t7 right screw deviation of +/- 0.1 mm relative to the planned trajectory, t8 left screw deviation of +/- 0.7 mm relative to the planned trajectory, t8. Right screw deviation of +/- 0.3 mm relative to the planned trajectory, t10.left screw deviation of +/- 0.2 mm relative to the planned trajectory, t10. Right screw deviation of +/- 0.9 mm relative to the planned trajectory, t11. Right screw deviation of +/- 0.3 mm relative to the planned trajectory, t12. Left screw deviation of +/- 1.1 mm relative to the planned trajectory, t12. Right screw deviation of +/- 1.0 mm relative to the planned trajectory, l2. Left screw deviation of +/- 1.1 mm relative to the planned trajectory, l2. Right screw deviation of +/- 0.8 mm relative to the planned trajectory. The case was completed and there was no delay.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. A1 and a4 patient information unavailable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.